Event description:
50 cc of integrilin drip at 16 cc per hour for pci started at 2032 as secondary line. At the end of the procedure (2100), IV pump alarmed and staff noticed that integrilin bottle was empty. Rate on pump showed 16 cc an hour and tubing remained tightly connected. Via secondary puddle of clear liquid noted on floor. IV pump also noted to be wet and sticky underneath infusion catheter.